Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer performed xdcr tests and calibrations, however, all passed. The customer reported the ventilator was supplied with ac power at the time of the issue. It was abnormal to have the alarms related to internal battery when on ac power. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established.

Event description:
The customer reported while the ventilator was running on the patient, hardware fault, motor fault, ac power alarm, power supply overheat, med battery, low battery, on battery power alarms occurred on the vela ventilator. As of this time, there is no information regarding patient harm or injury associated with the reported event.